Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part and lot number were not provided. This incident captures an additional guide wire that was returned with no information reported. Visual inspection was performed which identified the ribbon coil was separated from the proximal solder. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. The investigation was unable to determine a cause for the noted damage and there was no information reported. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two other devices, armada 35 balloon dilatation catheter and the hi-torque supra core guide wire mentioned in b5 have been filed under separate medwatch report #s.

Event description:
It was reported that the procedure was to treat a lesion in the proximal anterior tibial artery. The patient presented with claudication. A hi-torque supra core guide wire was advanced with a 4.0 x 80 mm armada 35 balloon dilatation catheter (bdc) and crossed the lesion to perform dilatation. Then an attempt was made to remove the bdc, but failed because the guide wire was stuck in the bdc. The guide wire could not be manipulated, and therefore the devices were removed as a single unit. Reportedly, after the devices were removed from the anatomy, the physician cut the balloon shaft to remove the guide wire from the bdc. The procedure was successfully completed with a non-abbott guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed an additional guide wire was returned, and it appears to be a supracore guide wire. The ribbon coil was separated from the proximal solder.